Event description:
Device 1 of 2. Reference MFR report#: 1627487-2012-06807. The pt has three leads (two are from the same model/lot). It was reported, the pt is no longer receiving adequate coverage. Reprogramming was unsuccessful. X-rays revealed the leads have migrated. The pt will undergo surgical intervention to address the issue.

Manufacturer narrative:
Sjm has limited information related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.